Event description:
The patient has been experiencing several cracking sounds for several weeks. There is no date for the new surgery at the moment.

Event description:
The patient has been experiencing several cracking sounds for several weeks. There is no date for the new surgery at the moment.